Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device closed and would not open on the cystic artery. The surgeon used another device proximal to make sure that the vessel was secure so that the device could be removed. The second device was fired and would not open. The third device was used to secure another clip. The first and second device were cut off the tissue after the third device had secured the clip, with no damage to the tissue. There were no further complications for the pt. Add'l info has been requested.

Manufacturer narrative:
Info anticipated, but unavailable at this time.